Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with channel two not working was confirmed during product evaluation. The root cause of the reported problem was determined to be a faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module.a device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with the reported condition where channel two is not working. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.